Event description:
On november 14, 2006, the lay user/patient contacted lifescan alleging that his one touch ultra was reading inaccurately low compared to his feelings and to the hospital's device. The medical affairs specialist (mas) was unable to contact the patient by telephone so a letter was sent on november 22, 2006, requesting the patient to contact lifescan. The mas listened to the call between the patient and the customer care advocate (cca) to obtain/verify the following information. In 11/2006 (unspecified time), the patient obtained a "112 mg/dl" on his meter at home while having symptoms of feeling short of breath, dry mouth, weak, and hot flash feeling and stated that he was in ketoacidosis. The patient did not report what actions he took following the use of his meter. Around midnight the same day, the patient went to the hospital because he was feeling ill, obtained a "412 mg/dl" on a hospital's one touch ultra meter. He tested on his meter afterwards and got a "112 mg/dl" with his test strips and "around 412 mg/dl" with the hospital's test strips. He was admitted to the hospital for three days for dka and was treated with insulin drips. The patient mentioned that before the incident, he was not taking his insulin and was drinking orange juice as his readings were "normal." In retrospect, he figured his blood glucose was rising during that time, since he did not take his insulin. The cca verified that the reported meter was correctly set to "mg/dl," an approved sample source (finger) was used, and the correct testing techniques were used; however, the cca discovered that the test strips were expired. It would be helpful to obtain the following: the patient's testing frequency, how long the patient was using the expired test strips, the patient's diabetes medication regiment, the events leading to the reported symptoms, such as medications, meter readings, meals, and if the patient administered self-care after obtaining the "112 mg/dl" at home. Although the patient was using expired test strips, this complaint is being reported because the patient obtained a relatively low meter reading while experiencing symptoms. The patient was admitted to the hospital and was treated for hyperglycemia. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.